Event description:
It was reported that a physician implanted two x-stop devices into a patient at levels l3-l4 and l4-l5. Approximately three months later, the x-stop devices were removed and a decompression surgery was performed. The patient did not benefit from the x-stop device.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.